Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements as during the outpatient checked up, the threshold was 5.0 volts at 0.4 milli seconds and 3.2 volts at 1.0 milli seconds. Also, the patient was dependent. Subsequently, this rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.